Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Further info has been requested. (B)(4).

Event description:
The customer reports during the phacoemulsification stage the posterior capsular tear was noticed the surgeon implanted the iol into the sulcus. It was noted no vitrectomy was performed. Further info has been requested.